Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
This report has been produced by the national joint registry (njr). It summarizes usage and outcomes associated with the attune cemented from (B)(6) 2010 to (B)(6) 2024. 81,369 procedures were noted in 71, 970 patients. Cement mfg is unknown. 1001 revisions were noted. Adverse event(s) and provided interventions possibly associated with attune knee construct (qty 917): 305 infection - treated with revision. 93 unexpected pain - treated with revision. 105 stiffness - treated with revision. 149 joint instability - treated with revision. 50 periprosthetic fracture - treated with revision. 37 osteolysis - treated with revision. 125 progressive arthritis - treated with revision. 53 unknown reason for revision. Adverse event(s) and provided interventions possibly associated with attune tibial insert (qty 50): 3 implant fracture - treated with revision. 6 component disassociation - treated with revision. 15 implant bearing wear - treated with revision. 26 dislocation/subluxation - treated with revision. Adverse event(s) and provided interventions possibly associated with attune tibial tray (qty 207): 6 component disassociation - treated with revision: 26 dislocation/subluxation - treated with revision. 175 aseptic tibial loosening - treated with revision. Adverse event(s) and provided interventions possibly associated with attune femoral component (qty 90): 44 mispositioning - treated with revision. 46 aseptic femoral loosening - treated with revision. Adverse event(s) and provided interventions possibly associated with attune femoral component (qty 25): 25 aseptic patella loosening - treated with revision.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.